Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, a "high pressure on the blade" message was populated and the blade of the harmonic ace instrument was broken. The fragment fell inside the patient and was retrieved during the same procedure. The procedure was completed with a backup instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was found. The customer indicated that the fragment was retrieved during same procedure and confirmed with visual inspection. Post-operative tests were not performed. The surgeon did not notice any issues with the functionality of the instrument. It was unknown what caused the breakage to occur as the instrument did not collide with any hard materials or other instruments. In addition, the fragment(s) did not fall inside the patient during an instrument tip collision. The instrument was removed during the procedure (prior to the breakage) and the wrist was straightened prior to removal. Upon final removal of the instrument, the instrument's release button did not work properly, so the instrument was removed under the guidance of a staff and the instruments with the same lot number appeared to have the same problem. During final removal, the wrist was straightened, and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. No other damage was noted on the instrument after the event occurred and the cannula had no issue. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The harmonic insert was found to have a broken blade. The blade broke at roughly 0.412¿ from the base. Broken piece was not returned. Failure analysis found the primary finding of broken blade to be related to the customer reported complaint. Components adjacent to the broken blade do not show damage.